Event description:
Per the independent repair center, the customer alleged problem is a noisy unit. The key failure is the pilot valve is alarming and shutting down. As stated on the repair statement, additional malfunction on this device: power switch has no alarm..